Manufacturer narrative:
Continuation: product ID 3093-28 lot# j0564146v serial# implanted: 2006-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the symptom return and patient's weight at the time of the event were not known by the rep. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: j0564146v, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported symptom return. The environmental/external/patient factors that may have led or contributed to the issue are not known. As a result of what was reported, the lead was replaced. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3093-28, lot# j0564146v, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The cause of the symptom return was not determined. No further patient complications have been reported as a result of this event.